Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the gray plastic part comes off of the permanent cautery hook and it is brittle. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site via the clinical sales representative (csr) and obtained the following additional information: the gray tip of the instrument looks like the surface is dissolving.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. An external and internal visual inspection revealed nothing unusual. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The monopolar energy cord was connected to an in-house integrated electrosurgical unit (erbe) generator and passed recognition as an energy device. The instrument passed the electrical continuity test. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.